Event description:
The investigator reported the patient experienced a loss of therapeutic effect. The stimulator was replaced. The event resolved. The severity of the event was classified as "moderately severe" and the cause was reported as probably related to the stimulator.